Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited high pacing thresholds and loss of capture on the atrial channel. A perforation was initially suspected and imaging was performed; however, this could not be confirmed via imaging. The physician determined that the patient did not respond well to pacing in the ventricle and most likely would not benefit from cardiac resynchronization therapy (crt). The system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds and loss of capture (loc). There was no asystole reported. A perforation was initially suspected and imaging was performed but is unknown if this was confirmed. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.